Event description:
Patient had an internal cardiac defibrillator implanted 3/31/97. It had long charge times, which caused the patient difficulty and it was explanted on 9/15/98. Lead/adaptor information model #69345.